Event description:
A diabetes therapy consultant reported that the insulin pump required frequent battery changes and that the act button was sticking. Blood glucose level at the time of the call was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.